Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device and delivery system (wds) were used. A transeptal puncture was performed, but it was determined that the transseptal crossing was inadequate. A second transseptal was performed and shortly after this the patient started exhibiting a drop in blood pressure. The blood pressure of the patient was treated and the procedure was continued. The physician then successfully implanted the closure device. The patient continued to exhibit a lower blood pressure than their baseline, so another physician performed a transesophageal echocardiogram (tee) survey and found a moderate pericardial effusion. The decision was made to perform a pericardiocentesis and 240cc of fluid was removed from the pericardium. After this the blood pressure of the patient normalized and no further intervention was needed.